Event description:
The consumer reported receiving a 2nd degree burn to her leg when the personal steam inhaler tipped over and spilled water. The instructions for use for this unit state to always use the appliance on a firm, level surface to ensure against tipping which would release boiling water. Injuries of this nature are caused due to the unit tipping over because it was not placed on a flat level surface.